Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the damage of the camera cable due to user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the image of the subject device was not displayed while connecting with the video processor, and also found that the camera cable was damaged. There was no report of patient injury associated with this event.